Event description:
340 days post index procedure, the patient expired. The patient also experienced a target vessel revascularization (tvr) on day 220. The index procedure treated one target lesion. Target lesion 1 was a mildly calcified, mildly tortuous, 95% stenosed region of the proximal circumflex (prox cx). The lesion was 3.3 mm in width, and 20 mm in length. The physicain pre-dilated the lesion prior to placing a 3 x 24 mm taxus exprees2 stent. Residual stenosis was 0% post deployment. The patient was discharged one day post index procedure receiving aspirin and plavix. On day 220, the patient experienced a tvr in the prox cx for in-stent restenosis. The tvr consisted of a cutting balloon atherotomy. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent. On day 340, the patient expired due to acute cardiopulmonary arrest. In the opinion of the physician there is an unk involvement to the taxus stent. No autopsy was performed and further information is not available at this time.